Event description:
It was reported that the patient presented for a follow-up in clinic and it was noted that the right ventricular (rv) lead had a history of high pacing impedance and high capture thresholds. As the patient is dependent the physician elected to cap and replace the lead on (B)(6) 2021. The patient was discharged.